Event description:
It was reported by svc report that the pt left head siderail would not lock in the upright position and the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link, missing ground prong.